Manufacturer narrative:
Manufacture date is january 2015. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation as well as the provided angiographic pictures were reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the distal part of the balloon including the tip and a part of the inner shaft is divided from the catheter. The balloon shows a circumferential fracture in the cylindrical balloon part. Microscopic analysis of the balloon surface revealed deep transversal scratch marks close to the fracture site on both balloon parts. The inner shaft was found elongated. In addition to the technical investigation the provided angiographic film of the procedure was reviewed. The pictures show the lesion in the calcified radial cephalic fistulae and the inflation of the balloon in a heavily curved area. A constriction of the balloon is visible during inflation. The comparison between the pictures and the observed damage of the device allows the assumption that the balloon was most probably injured during inflation within the lesion. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigation and the provided information we come to the conclusion that the reported circumferential balloon rupture most probably occurred as consequence of the dilatation in the calcified stenosis. No material or manufacturing related root cause could be identified.

Event description:
(B)(6) MDR - once access to the calcified radial cephalic fistulae had been gained with a 6 f arrow sheath a 5 f vanshie support was used to deliver the passeo-18 5/40/90 balloon over a v18 control wire. The passeo-18 balloon crossed the lesion easily and was then inflated to 12 atm at which point the balloon burst and the distal tip of the balloon fractured (proximally to the proximal balloon marker) from the remainder of the catheter. The device was removed and the distal tip remained inside the fistulae. The fractured distal part of the balloon was then retrieved from the patient with a ev3 gooseneck snare. The case was completed using a 2cm cutting balloon and then mustang 5/60/75 balloon to prepare the fistulae, followed by implanting an abbott supera peripheral stent 5/40 which was post-dilated with the same mustang balloon. The fractured distal part of the balloon was retrieved from the patient with a ev3 gooseneck snare. No device parts remained in patient. No patient injury was reported.